Manufacturer narrative:
(B)(6). The result of the analysis confirmed the reported event of no led lit. Inspection of the ac power adapter revealed burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.

Event description:
It was reported that the led on the merlin@home transmitter was no longer illuminated. There were no reported adverse patient consequences related to the event.